Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿adhesive chemistry not appropriate for application (poor quick stick characteristics) ¿. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the statlock ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the bard statlocks were getting inferior to what they used at hospital, stated that it fell off causing the leg bag to fall on the ground which then tugs at patient's urethra. Also stated that one from hospital lasted 1.5 months and left blisters when they finally got it off. Representative informed they do have leg strap foley holder and that statlocks were only meant to last a couple days each which was why mcr allows 12 months and the patient was expecting it to last at least a month. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the bard statlocks were getting inferior to what they used at hospital, stated that it fell off causing the leg bag to fall on the ground which then tugs at patient's urethra. Also stated that one from hospital lasted 1.5 months and left blisters when they finally got it off. Representative informed they do have leg strap foley holder and that statlocks were only meant to last a couple days each which was why mcr allows 12 months and the patient was expecting it to last at least a month. No medical intervention was reported.